Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A hex screwdriver was returned for evaluation. Visual examination of the returned product identified the device had fractured. The hardness was conforming to print specifications. The device has approximately 5 years of field service age. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the tip fractured when inserting the grub screw with a cmn nail. The surgeon stated the approach fractured at the handle. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h4

Event description:
No further event information available at the time of this report.